Event description:
It was reported that the customer had high blood glucose levels of 180 mg/dl. The customer reported that the bottom part of the insulin pump by the motor and drive support cap became unglued. The customer reported dropping the insulin pump a couple of times. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump received with detached end cap, cracked display window cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. Drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).